Event description:
Same case as MFR # 2134265-2009-05648. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The lesion was accessed through the mid left anterior descending (mlad) artery. The quantum maverick mr balloon catheter was advanced to the target lesion and inflated two times. It was on the second inflation where the balloon rupture occurred. The balloon was inflated to fourteen atms, for two seconds. The balloon was withdrawn and the procedure was completed with a rotablator 1.5mm. No patient complications or injuries were reported. The patient status is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).